Manufacturer narrative:
Initial.

Event description:
It was reported that the patient inadvertently filled pump tubing while still connected to the infusion set during a first supply change, resulting in insulin delivery through the tube and a subsequent low glucose event with a reported value of 50 mg/dl; education on correct fill-tubing steps was provided, and the involved component was the tubing. Symptoms include diaphoresis and muscle weakness associated with hypoglycemia reported. Outcomes included low glucose and urgent low-soon alerts without health impact or medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a user-usage problem was identified, and the event was associated with an improper procedure related to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.